Event description:
After autoguard 24g 3/4 was placed in vein registered nurse unable to attach ext set (unable to screw on). Further exam of hub of autoguard revealed plastic burr that distorted hub from connecting. Removed autoguard from vein and replaced a new autoguard, needing to reaccess patient. Label sent only.